Event description:
Bed was located in bed park, area of hospital where beds are stored for repair. Not aware of any patient involvement, no injuries reported ground plug missing replaced plug for resolution.